Event description:
The customer called to report that she was hospitalized due to high blood glucose and dka. The blood glucose reading was 422 mg/dl at the time of hospitalization. Customer stated that she was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.